Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shape of the implantable neurostimulator (ins) was uncomfortable for the patient. The patient¿s status at the time of the report was alive with no injury. It was further reported that the patient did not like the shape, size, or configuration of the implantable neurostimulator (ins). It was noted that the ins was thicker and had sharper edges than previous models. It was noted that the adaptor for the ins was also bulky. It was noted that the patient was going to require re-sitting of their ins due to the severe discomfort. It was further reported that the re-sitting of the battery was a surgical move of the battery itself. The patient was still having some discomfort after the battery replacement. It was further reported that the patient had neuropathic pain. The manufacturer representative believed it was from failed back surgery syndrome. Additional information has been requested, but it was not available as of the date of this report.